Event description:
Note: this report pertains to one of three resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the physician attempted to close and release the clip however, it remained attached to the catheter. The physician pulled out the device and attempted to release the clip again, but it did not close properly. The device was removed. Another two of the same resolution 360 clip devices were used and the same problem occurred. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip remained attached to the catheter.

Event description:
Note: this report pertains to one of three resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the physician attempted to close and release the clip however, it remained attached to the catheter. The physician pulled out the device and attempted to release the clip again, but it did not close properly. The device was removed. Another two of the same resolution 360 clip devices were used and the same problem occurred. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip remained attached to the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip remained attached to the catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged defect(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.